Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over. A technical support specialist dialed into carefusion coordination engine (cce) and identified that the cce service was stopped, with an uptime of approximately 700 hours, restarted the service, which resolved the issue, and validated normal operation afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that the patients and orders were not crossing over to server. The customer stated that this malfunction occurred while dispensing the medication and the user was add temporary patients which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.